Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda is related to challenging patient anatomy (very small posterior leaflet). The reported poor imaging is related to procedural conditions (poor quality). The reported improper or incorrect procedure or method is due to the user not using echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp. It should be noted that the mitraclip instructions for use (IFU) states, ¿use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms, and adequate mr reduction." The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 medical device problem code: 2017 - improper or incorrect procedure or method, failure to follow steps / instructions.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw (lot: 40112r2012) was chosen for implantation. Grasping was challenging due to a restricted posterior leaflet. Once deployed, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Two mitraclips were implanted to stabilize the slda. Two more mitraclips were then implanted to further reduce mr. The procedure ended with five clips implanted and mr reduced to grade 2+. Imaging was difficult.